Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent the open reduction internal fixation with the augmentation for the femoral trochanteric fracture. The cement flowed downward from the area between the femoral neck and the base of the femoral neck and leaked out of the bone. 3 ml of the cement was used. The surgery was completed successfully without any surgical delay. Postoperative CT showed a fracture line in the superior position of the femoral head, and the surgeon guessed that the cement had leaked from there. The cement leakage was small, and no cement leakage in the acetabulum are. The surgeon determined that there would be no problems with range of motion for the patient postoperatively. Patient status and outcome is stable. No further information is available. This report is for one (1) traumacem v+ bone cement injectable. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.